Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump experienced "delayed upstream occlusion". Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed upstream occlusion alarms which were reproduced. Evaluation confirmed the symptom through a failing upstream sensor which had low readings. The failed upstream sensor was replaced.